Manufacturer narrative:
(B)(4). Final analysis found full breached outer insulation degradation was found at 4.8 cm from the connector pin.

Event description:
It was reported that during a normal device change out, the right ventricular lead insulation was noted damaged. The physician decided to cap the lead and replace. The patient was asymptomatic and stable throughout.